Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a chemical burn like skin reaction with itching, burning, blisters, drainage, under entire patch area, which occurred one day after the sensor had been inserted in the arm. An hcp (healthcare provider) was consulted, and the reaction was treated with a prescription for an unspecified oral antibiotic, for one week. Besides this the patient was also given an unspecified antibiotic cream. The reporter stated that the treatment was helping and that it was healing. No additional event or patient information is available.